Event description:
A us distributor contacted zoll to report that a patient developed an allergic reaction under the lifevest equipment. Patient described the area as an itchy allergic reaction, hives. There were no allegations of any bleeding, oozing or weeping wounds. There was no alleged device malfunction contributing to the allergic reaction. The patient¿s physician prescribed a triamcinolone acetonide as well as 2 allergy shots per week for the skin irritation. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.